Manufacturer narrative:
Corrected information b3. Date of event.

Event description:
The user facility reported a 71 year old male on an impella 5.5 for cardiomyopathy. During support, there was leading/high drain output noted from impella/ECMO bifurcated graft site. The patient received two units of packed red blood cells, prothrombin complex concentrate, and two units of fresh frozen plasma. Additionally, a ¿purge system blocked¿ alarm occurred while attempting to verticalize patient. The tubing was free of kinks and had already been changed out purge tubing without resolution. The patient was started tissue plasminogen activation (tpa) purge infusion with improvement in purge flows. Further details were provided which states that the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.